Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was bent. The sheath was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 42371 was returned and analyzed. Visual inspection of the sheath showed the device was kinked on the shaft 2.53 inches from the tip. In conclusion, the sheath kink was confirmed through testing. The sheath failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.